Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician attempted to load an indigo system separator 5 (sep5) into an indigo system cat5 aspiration catheter 5(cat5) on the back table; however, the sep5 would not advance into the cat5 due to a kink on the cat5. Therefore, the cat5 and sep5 were set aside and the procedure was completed using an indigo aspiration system catheter 6 (cat6) and indigo aspiration cat3 system catheter (cat3). There was no noted damage to the sep5 after removal. The physician did not have another cat5 to use with the sep5.